Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
The field service representative (fsr) performed mechanical, electrical, and visual testing. The oxygen (o2) sensor was replaced. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed calibration. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.